Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28458. It was reported that the patient presented for lead revision due to twiddler's syndrome. The patient had also previously reported to the emergency department with a low heart rate which resolved itself so the patient was sent home. A chest x-ray had previously been taken in order to verify that the right atrial (ra) and right ventricular (rv) leads had both been dislodged. It was noted that the rv lead was still capturing despite this. The ra lead was repositioned successfully first on the (B)(6) 2021 procedure. When attempting to reposition the rv lead for adequate lead measurements, it was noted that the physician felt a "pop" after which the lead was not giving adequate measurements. The physician then unsuccessfully attempted to advance a stylet through the ring area of the proximal lead. Therefore, the physician elected to replace the rv lead. It was noted that the explanted rv lead had tissue in the helix which may have caused the mechanism to fail. The patient was in stable condition before, during, and after the procedure.